Manufacturer narrative:
Bunching is abuse of the product, and a violation of the instrument and warnings provided. No injuries were reported with this incident. This incident is direct result of misuse/ abuse of the product.

Event description:
Heating pad was returned to retailer and the only info provided was that the product was too hot and melted. No injury or property damages was reported with this incident.